Event description:
It was reported that the probe overheated. There was a backup device available to complete the procedure and no patient injury was reported.

Manufacturer narrative:
An evaluation was performed by smith & nephew and could confirm the customer complaint for the probe overheated. A visual inspection was performed and showed the probe has been used in the field and in very poor condition. The distal tip electrode is severely worn and the insulation is damaged. This damage created a leak path causing the handle to emit heat. The root cause is excessive use. No manufacturing related defects were observed.